Manufacturer narrative:
The reported malfunction was observed during review of the activity logs. However, the reported problem could not be duplicated with the device during investigation. The processor/bridge/pace board was replaced as a precaution. The device was recertified and returned to the customer. Review of the device history log provided evidence of the customer's report. The log shows a successful shock followed by error messages that indicate that the device failed for high idle voltage (above 48v). It is unknown why the device recognized a high idle voltage. There is no implication from the log that would suggest the pads or multi-function cable used were defective. The electrode pads and multi-function cable were not returned as part of this investigation. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown) the device displayed a "service required" message during the second discharge attempt. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.